Event description:
Additional information received reported this was the patient¿s second revision for pump inversion. The patient¿s status at the time of this report was unknown. It was further reported there was no baclofen in the pump. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pump had been flipping and that the patient was rather large and that this problem had been ongoing for some time. At the time reporter believed that patient had two revisions due to the pump flipping. It was later stated that the pump was revised once before (unclear how many times the pump flipped and was revised). Further details regarding the date of the event, patient symptoms and outcome regarding these revisions were not reported. Drug delivered via the device at the time of this event was not reported; however, presently patient had morphine in the pump.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).